Event description:
The item broke while reaming the femur. There was no broken piece left in the patient.

Manufacturer narrative:
The t-handle was returned and evaluated. A visual inspection confirmed the complaint that the orange handle has fractured from the shaft. The orange handle was not returned with the device. The jaws exhibits signs of wear and use damage but nothing that could cause the device to fail. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. The complaint history revealed no additional complaints for the associated batch. Additionally, a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.